Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery extending vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: dqy, lit. G4: premarket / 510(k): k111295, k162350.